Event description:
The spastic pain was controlled at 150 mcg/day until 11/13. The pt had complained that he was having more difficulty moving compared prior to the procedure (not specified), but this was likely due to decreased tone in the trunk from the reduced spasticity. The pt was expected to be moved to a rehabilitation facility. The one-month post-implant refill was performed. The pump operability was good. On the morning of the expected date of discharge, the pt complained of increased pain and stated that "the drug is no longer working." Although the anxiety of the pt was believed to be playing a large role in the increased pain, the hospital transfer was delayed as a precautionary measure. The dose was increased to 180 mcg/day two days later and 210 mcg/day two days later to no effect, and the upper extremity spasticity worsened to presurgical levels. From 6 p.m. On the same day, the dose was increased to 420 mcg/day delivered by 105 mcg boluses given every 6 hours, but this did not produce an effect. The boluses were subsequently increased to 250 mcg also to no effect. X-rays two dats later, did not show any fracture or kinks in the catheter. It was determined that making a small incision and disconnecting the connector under local anesthesia would be more reliable and simpler than a catheter access port tap, and the procedure was performed on the afternoon of the same day. When the pump and catheter were disconnected, a clear colorless fluid slowly flowed out and 2 ml of fluid was slowly withdrawn on aspiration. It was therefore determined that the catheter was clear to the intrathecal space. A small number of droplets were also visible at the pump nozzle tip, indicating that the pump was working through volumes were not clear, 4 ml of isovist (for cerebrospinal use) was injected into the catheter tubing. The catheter and nozzle were then reconnected and the pt was closed. Spinal CT taken immediately after the procedure showed that the contrast agent was in the intrathecal space and the intrathecal space was free of cysts. This led to the conclusion that the problem must be with the operability of the system pump, and refill was performed on the following day to check volumes. The variability rate was 5.7%, indicating that there were no problems with the operability of the pump. The pt continues to complaint of pain, but this is thought to be a combination of pain only weakly related to the spasticity (e.g., central pain) and anxiety and is currently being controlled with oral medication.

Manufacturer narrative:
This report is being submitted following an internal audit.